Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implant needed to be removed every six months and the patient had frequent infections. It was noted that it may have something to do with a urinary issue but the reporter didn¿t have much detail.